Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent a robotic ventral hernia procedure on (B)(6) 2026 and barbed suture was used. During the procedure, it was reported to the sales rep that while the surgeon was suturing mesh, it was reported that the needle detached from the suture. The detachment occurred during use, and the suture could no longer be utilized as intended. No patient consequences. Device is available for returned. No adverse patient consequences were reported. Additional information was requested.